Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the operational check with a leads ECG failure. There was no patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
It was determined that this report is not a duplicate of MDR 1218950-2017-00082, but is a separate issue. A follow up report will be submitted when the investigation has been complete.

Manufacturer narrative:
Upon further investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2017-00082 was submitted. Please see the corresponding reports for evaluation data.